Event description:
It was reported that a patient underwent an initial knee surgery. Subsequently, the patient was revised due to tibial loosening approximately 5 years later. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Correction/removal number: 42500606401 - femur cemented posterior stabilized (ps) standard left size 8 - 63393399 42511400710 - articular surface fixed bearing posterior stabilized (ps) left 10 mm height - 63378969. Report source: foreign country : south africa. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.